Manufacturer narrative:
The root cause was reported as normal wear from use and servicing over time. The correct root cause is premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Initial reporter number: (B)(6).   This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings, nose cone and extension sleeve were damaged, the identification was unreadable, the ball bearings were worn and the caption was almost unreadable due to labeling by customer. It was further determined that the device failed pretest for vibration. It was noted in the service order that the device bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.